Event description:
Tabs on constrained liner broke off causing ring to disassociate from poly.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.